Manufacturer narrative:
The test strip lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for cholesterol on an accutrend plus system. The initial result was 180 mg/dl. The 2nd test result was 290 mg/dl. The 3rd test result was 130 mg/dl.

Manufacturer narrative:
No product was returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.